Manufacturer narrative:
This report is for an unknown constructs: tfna/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: thamyongkit, s. Et al (2018), outcomes after unstable pertrochanteric femur fracture: intermediate versus long cephalomedullary nails, european journal of trauma and emergency surgery, vol xx (xx), pages 1-6, (USA). The aim of this retrospective study is to analyze outcomes of unstable pertrochanteric femur fractures treated with I-cmns versus l-cmns to determine whether functional outcomes, perioperative measures, complications, and mortality and reoperation rates differ by cmn length. Between june 2014 to june 2016, a total of 43 patients (21 male and 22 female) with a mean age of 76 ± 15 years were included in the study. These patients were group according to the treatment used. The long cmns (l-cmns) group was treated with a 130° tfn-a (long titanium trochanteric fixation nail system; depuy synthes trauma, west chester, pa, USA) which comprised 25 patients. While the intermediate cmns (I-cmn) group was treated with 130° tfn-a (tfnadvanced; depuy synthes trauma) which comprised 18 patients. Anteroposterior and lateral radiographs were reviewed immediately postoperatively and at 2 weeks, 6 weeks, 3 months, and 6 months after surgery. All patients were followed with a minimum follow-up period of 6 months. The following complications were reported as follows: l-cmn group: 1 patient died from pneumonia 10 days postoperatively. 1 patient died from acute myocardial infarction 14 days postoperatively. 2 patients had malunion. 1 patient underwent revision surgery 6 months postoperatively because of nonunion. 2 patients had acute kidney injury. 13 patients had anemia. 1 patient had cardiovascular complications. 4 patients had a deep wound infection. I-cmn group: 5 patients had malunion. 1 patient had acute kidney injury. 7 patients had anemia. 2 patients had a deep wound infection. This report is for unknown synthes tfna constructs. This is report 1 of 1 for (B)(4).